Manufacturer narrative:
The field service engineer (fse) evaluated the device onsite. It was determined that the treatment implementation testing was failed due to malfunction of paddles. The fse reconnected the paddles and the device returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time.

Manufacturer narrative:
(B)(6)

Event description:
Philips received a complaint on the efficia dfm100 device indicating that the treatment implementation testing failed. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.